Event description:
Device tip broke during use and the tip fell onto patient¿s sterile draping. The doctor picked up the fragment immediately and opened another new device to complete the surgery. No patient impact.

Manufacturer narrative:
Product event #(B)(4) testing performed: visual inspection device packaging inspection: plasmablade¿ needle received inside a (B)(4) cardboard box with minimal bubble wrap and within two plastic bags, with no additional packaging to fill the negative space. The device was inside the plastic tray with (B)(4) lid attached but not sealed. The deice information was confirmed against the information listed in the product event page in gch. Copy of the product event form was included. Device visual inspection: the device appears used with blood on handle and shaft. The device electrode tip has charring and eschar build-up and is broken at the shaft and taped to the inside of the plastic tray. Visual inspection confirms the complaint description matches the returned device both cut and coag buttons have a definitive tactile feel. Functional inspection: functional inspection is not possible as the device electrode tip is broken at the shaft. Lhr review: a review of the lhr for lot # 57358 revealed: device was manufactured at peak surgical, palo alto, ca. There were no problems during manufacturing that can be associated with the reported complaint. Investigation conclusion: the complaint is confirmed for ¿tip detached¿ issue that was reported in the complaint description. During visual inspection it was found that the electrode tip was detached from the shaft and broken into two pieces. The likely cause of the failure is an unacceptable spot weld on the shaft that attaches the two pieces of the electrode tip during manufacturing. The electrode tip and the shaft are assembled such that the two pieces are welded together; the blade is welded to the shaft. The spot weld is not centered on the shaft and is more off the side of the shaft resulting in an unacceptable weld. The fracture of the electrode tip and shaft likely occurred as a result of fatigue and loss of rigidity of the shaft during use as a result of the unacceptable spot weld during manufacturing. It is also plausible to suggest that the device was operated under less than optimal conditions, operating the device with eschar build-up can diminish the device performance, and was not cleaned properly according to the IFU. The below recommendations are listed in the product IFU and apply specifically as stated below. The complaint will be tracked and trended in gch. Plasmablade¿ needle ¿ IFU ¿ lbl-00171 rev. C warnings: when bending the peak plasmablade needle shaft, do not exceed a 45° angle with the plane of the shaft. Do not bend more than three times. Bend the shaft, not the tip. Excessive bending of the shaft may compromise performance of the device or cause device failure, which could result in patient or user injury. Use finger force to shape the shaft; do not use forceps as this could damage the device. Precautions: take care when handling the electrode tip to prevent possible damage to the tip and to prevent user injury. Use the lowest power setting and the shortest activation time possible to achieve the desired end effect. Unless the product is being used to spot coagulate a vessel, it is recommended to keep the electrode tip in motion while activated to avoid excessive eschar buildup. Excessive eschar buildup can compromise device performance. Do not use sharp or abrasive instruments or materials to clean eschar buildup on the electrode tip as this may damage the tip. During surgery: note: eschar buildup on the tip can be removed manually with gloved fingers or gauze pads, or by inserting the tip into the slot at the front of the holster and drawing the device backwards through the slot. Inspect the device for any signs of damage after cleaning. (B)(4).

Manufacturer narrative:
The microhardness of the blade is hv 251 or approximately hrc 23. This hardness does not meet the requirement of hrc 58-60 for the blade. The low hardness is consistent with the ductility shown in the fracture of the blade. The blade microstructure (figure 7) is consistent with the annealed condition for a 440 series stainless steel. The ductile, torsional fracture of the blade was due to the lower than specified hardness of that blade. Additional analysis performed by ft. Worth (manufacturer of product): -spot weld intact as evidenced via the photographs in the nhml report. -device fracture likely due to misuse as evidence by photograph in figure 3 of nhml report. Slot is flared out indicating that the device was used to pry or scrape something. -lower hardness noted in the nhml report would make the material more ductile and thus more capable of bending without breaking per IFU allowances. -hardness of 58-60rc of mc-00047 is the specification of raw material. Incoming material is certified to meet this requirement. -the enamel coating process requires the blade to be heated to 760°c. This of course reduces the hardness of the material. This is the resultant of the process. Please also note that there is no hardness requirement for the finished blade. System approach: the reported event is inclusive of the device only and not associated with any generator. Through initial investigation it was determined that the spot weld of the device shaft was misaligned and contributed to or caused the reported failure of the device shaft fracture. The device was then sent to nhml for additional analysis where it was determined that the hardness of the blade material was not up to the material specification and could have contributed to or caused the reported failure. In order to tie the various analysis results together the device was sent to the manufacturer (mpss-ft. Worth) where it was indicated that the spot weld (while misaligned) was intact, the hardness of the blade material is impacted during the manufacturing process (specifically the enamel coating process), but the decrease in hardness makes the blade more ductile allowing the device the ability to bend beyond the parameters specified in the IFU. Due to the known impact to the hardness of the material during the manufacturing process it is not likely the manufacturing process that caused or contributed to the reported failure, but the contributing factor or cause was likely misuse as evidenced by the flaring of the device shaft indicating that the device was used to pry or scrape something. (B)(4).

Event description:
Device tip broke during use and the tip fell onto patient's sterile draping. The doctor picked up the fragment immediately and opened another new device to complete the surgery. No patient impact. Unable to obtain patient information.